Event description:
It was reported that the patient infusion system was explanted on (B)(6) 2015 due to an infection in the pump pocket. The patient¿s status at the time of report was alive ¿ no injury. The patient experienced a fever as a result of the event. The location of the issue or symptom was the device pocket and catheter track. The pump was used to infuse morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).